Manufacturer narrative:
The reservoir tube lip was partially broken off. However the test reservoir locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was break. The blood glucose level was 200 mg/dl. Customer stated when they twisted the reservoir on they noticed that lip ring was half cracked. The product will return for the analysis.